Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009684, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009684". The count of complaint is 4 which is exceeds 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6009684 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 19-oct-2024, with a total of (B)(4) units. The assembly, lot 4k01557 was manufactured according to the wi version 27 and manufactured in the quickset line, on 17-oct-2024, with a total of (B)(4) units. The assembly, lot 4k01579 was manufactured according to the wi version 27 and manufactured in the quickset line, on 17-oct-2024, with a total of (B)(4) units. The assembly, lot 4k01672 was manufactured according to the wi version 27 and manufactured in the quickset line, on 17-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. The reference samples were already tested in the complaint (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced bent cannula event. The blood glucose of the patient was 24 mmol/l and ketones were 2.2 mmol/l. Also, the patient was tired. Therefore, on (B)(6) 2025, the patient was hospitalized for less than twenty-four hours due to high blood glucose level. Also, the patient was treated by insulin pen. Moreover, the infusion set was used for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.